Event description:
One (1) pt, (B)(6), experienced burning sensation after using (B)(6) disinfecting lens care solution. The pt has diagnosed with punctate keratitis.

Manufacturer narrative:
Pt did not use the barrel lens case packaged with the product, which contains a solution neutralizing disc, as described in the product description.